Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with the top case was chipped and cracked and right plunger case was cracked. Event history log review was performed and found force sensor error in history. Visual inspection and start-up process were performed. The customer's reported problem was confirmed. According to the investigation the pump force sensor was damaged along with the top case which caused the reported problem. The investigation confirmed that this issue was caused by the customer (user interface). Service's replaced the pump force sensor and top case to correct the reported problem. Service's also replaced the pump battery due to lower lmd(780ma/h) , replaced plunger board due to q1 being broken off and replaced right plunger case due to physical damage. Greased, calibrated and ran all functional test which passed. According to the investigation, the problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system force error and had cracked case. No patient involvement reported.